Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® acd solution a blood collection tubes were cracked. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "when our warehouse team opened the case, they found 3 ea are broken (1 case contains 10 ea, 1 ea contains 100 tubes). The carton is normal, no torn or crush".